Manufacturer narrative:
Review of available records for this patient found one complaint on file related to external device malfunction which required replacement of the therapy disc. Additional notes indicate that patient had difficulty with communication between the ipg and the external therapy disc around (B)(6) 2023. The communication issue appears to have been improved with technical support guidance and no further notes are on file for this issue. Information around the reason for the surgical revision and the events leading up to that decision are not available to the firm at the time of this reporting. Additional investigation is being performed and an updated report will be filed upon completion of the investigation.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. A surgical revision was performed on (B)(6) 2023 in which the implantable pulse generator (ipg) was replaced. Reason for revision is unknown at the time of reporting and pending further information from the clinical team.